Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: telephone call from female patient, complaining of severe pain from a surgipro mesh implanted in 2005. Unable to sit down or stand up without pain. Mesh was implanted for hernia repair. She was misdiagnosed for scar tissue and inflammation. A year previous to surgery in 2005, she underwent a procedure for a collapsed esophagus and was given a wound vac. Patient is on pain medication and has seen medical practitioners to help relieve pain. She reported her issue with the FDA.